Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. The device was not in patient use. During the initial evaluation the device did not meet acceptance criteria of evaluation process for initial power-up failure. The device's power management board needs to be replaced to address the issue. No repairs were completed because the device was not needed for inventory and was scrapped.